Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting a battery failed message was found on the v60 ventilator during a device evaluation. The device was not in clinical use. There was no report of harm, or other patient/user impact. The asp reported the issue was resolved with replacing the power management (pm) printed circuit board assembly (pcba). The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.